Event description:
It was reported that the pt's device system was removed soon after implant due to a lead infection. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is rec'd.